Manufacturer narrative:
Additional information was added to h3, h4, and h6 h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed that fluid was inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had not fully infused during patient infusion. The device had been filled with flucloxacillin 8g in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.